Event description:
Complainant alleged that the medics were monitoring a hypoglycemic pt (age and gender unk) with a three lead ECG electrode, when the device only displayed a half screen. The device screen then displayed a small green dot in the center of the screen. The medics were able to obtain another device to monitor the pt. There was no adverse effect on the pt as a result of the alleged malfunction.